Event description:
After using the freestyle libre 14 day continuous glucose monitor my son has been experiencing burns from the adhesive. I contacted the company and they sent information on three skin barrier products, none of which worked. They told me it may have been a bad batch and to try again when the next shipment arrived. We tried again and he received the burns again after just 4 days of wear. They told me that not enough people have complained so they have no plans to change the adhesive but if you just (B)(6) freestyle libre burns, you can see thousands of people have the same issue. FDA safety report ID # (B)(4).